Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) who presented a ventricular tachycardia heart rhythm, the device displayed a ''defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer indicated that two devices were used during the event. The other device was reported on medwatch report number 1220908-2006-02153. It is unk what sequence both devices were used. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.